Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the moisture inside the camera head¿s main body. The moisture which might have been occurred due to the user handling at the using and reprocessing the subject device went into inside the camera head¿s main body. Then that moisture might have made the electrical short temporary to the circuit for the processing board image of the subject device. But the image was displayed when olympus india checked the subject device, because that moisture had been dried after time passing.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed on the monitor at the preparation for use of the unspecified procedure. Olympus india checked the subject device and found that the subject device had the leakage and the rust on the endoscope mount, however there was not the image issue on the subject device. There was no report of patient injury associated with this event. It was not provided the other detailed information.